Event description:
It was reported in a medwatch that arthrex implants were used during procedure. The patient had a right knee prosthetic arthroplasty tendon lengthening and quadriceps tendon repair with an allograft. Pt developed infection symptoms, including fever. Elevated wbcs and was re-admitted to the hospital. The insertion site was swollen warm and painful. Many polymorphonuclear cells were seen on the gram smear. Synovial fluid from the right knee was cultured and a blood culture was drawn but had no growth at 7 days. Irrigation and debridement was performed with irrigation of right knee. Culture was taken and has shown bacterial growth. Right knee irrigation and extensive debridement with subtotal synovectomy followed by removal of the prosthetic components (another manufacturer's device).

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. Multiple other manufacturer's devices were also used in the procedure that also included an allograft. Arthrex's device is supplied sterile. Based on the information provided, per the reporter, bacterial growth was discovered. A definitive cause for the post-operative bacterial growth could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the devices.